Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet and flushing hub inserted and one two-piece nxt connector were returned for evaluation. An initial visual observation showed a break in the catheter tubing approximately 0.7 cm distal to the proximal end of the catheter. The proximal end of the catheter was found to be positioned on the cannula of the flushing hub approximately 0.1 cm distal to the white plastic of the flushing hub, and the catheter segment on the flushing hub cannula was observed to be twisted. A microscopic observation revealed the break sites to be mostly flat but somewhat uneven and granular in texture. The most angular areas of the fracture surfaces were found to be directly opposite in each other in both break sites. Slight deformations or impressions were observed in the catheter surface just distal and proximal to the break site. The location, shape, and texture of the break observed in the returned catheter suggest the catheter was most-likely damaged by the metal cannula of the flushing hub during manipulation of the catheter and was then subjected to a tensile (pulling) force. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the connection between the catheter and luer ruptured. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the catheter and luer ruptured. No other information was provided.